Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the surgeons said that we need to do something about our attune all poly impactors. He stated that there needs to be a color change as the white color of the impactor was too close in color to the bone cement and that the tiny cement flecks are being missed in sterile processing.